Event description:
It was reported that the pump touch screen's display was blurry. Customer¿s blood glucose level was not impacted by the event. The customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.